Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having issues, their symptoms have gotten worse, their nausea was worse, and they got sick every time they ate. The patient thought the device was dead or something was wrong. It was noted the patient had no falls or traumas. The patient was redirected to their healthcare provider (hcp) to schedule a device check with a manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient started experiencing an increase in their nausea symptoms a few weeks ago. The patient was moving and the physician wanted to check their device to make sure it was still functioning. It was unknown what may have led or contributed to the issue and what troubleshooting/interventions were taken to resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient saw their managing physician on (B)(6) 2018 and the doctor assessed the gastric pacemaker battery and settings and talked to a manufacturer representative over the phone while interrogating the pacemaker battery. The battery was ok and the pacer on time was increased and off time decreased. The circumstances that led to the device being dead or something wrong was unknown and the patient¿s nausea was noted to have increased, especially after eating, their activity level did change with the increased nausea. It was noted that the patient had several gastric pacemaker adjustments over the last few years. No further complications were reported/anticipated.